Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak barrel cracked and leaked it was reported by the customer that crack in barrel of syringe, leaking from barrel when filling syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Product code: 309702, product description: syringe hypo 3cc l/l sterile convenience tray bx/25 lot/serial #: (B)(6), expiry date: 2029-08-31, problem information: product concern ticket number: (B)(4), date of incident: (B)(6) 2025 concern description: crack in barrel of syringe, leaking from barrel when filling syringe occurrences: 1 ea, reporter information: xxxxxx, additional info: crack in barrel identified before, during, or after use? The crack was identified during use.